Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level of 16mg/dl, cause was unknown. The customer was treated with glycogen and intravenous saline, and was discharged the same day with no permanent damage. No additional information was provided by the customer.